Event description:
It was reported that the patient was experiencing rash and irritation at the battery site when charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) revision procedure. Patient status was good postoperatively. The explanted device will not be returned.